Event description:
Intercourse is impossible; I had surgery for pelvic organ prolapse on (B)(6) 2019. They did cystocele, rectocele, and hysterectomy. A lynx bladder sling was used. Immediately after surgery, something wasn't right at the left pubic bone. My pain level was a 9 for a month every time I would cough or sneeze. That has gradually subsided but is still there. What I'm most concerned about is that at my 6 week follow-up appointment, they discovered that the mesh had eroded into the vagina. I have been going back to the doctors ever since every 6-8 weeks and am still unable to have intercourse with my husband. In addition to estrogen cream and pills, I have done 3 (B)(6) laser treatments (at my own expense) and I still have pain. There is pain on the right side of the vagina. I can actually feel the sling at the point of pain at the top of the vagina. Intercourse feels like a bottle brush and I experience bleeding. The whole process has been horrible. There is talk about maybe needing another surgery to either trim or remove the mesh. I'm not too excited about the option. This mesh has been a nightmare and I really wish I had never had the surgery. I don't believe it's a good option for women. FDA safety report ID# (B)(4).